Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was found in the 'off' mode during a routine follow-up test. The ICD was reprogrammed from 'off' to 'monitor + therapy.' It's suspected that the mode change was the result of the patient exposed to a magnetic field from a stereo speaker. The ICD remains implanted.